Event description:
It was reported that lead had unacceptable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned and no anomalies were found. The outer insulation had a white substance and there was a cosmetic depression noted. A visual analysis was performed only.